Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely, and found an alert related to flexvision was displayed. The rse found in most cases this condition was caused by the flexvision pc (tz) not powering on when the allura system was switched on. But on further troubleshooting, rse found that the reported event was a false alert and the malfunction was registered. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. No harm was reported to philips. Philips has started an investigation of this complaint.